Event description:
It was reported that the device exhibited an extended charge time. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory via review of the programmer printout. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.